Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-jul-18: information was received from a patient regarding an implantable neurostimulator (ins). The reason for the call was the patient reported that their implant was hurting really bad. Patient stated that every time they bent over they got really bad pains in their back. Patient noted that they had an appointment with their healthcare provider who told them to call the manufacturer. Patient denied any recent falls or trauma. The patient was redirected to their healthcare provider to further address the issue. 2025-sep-05: additional information was received from the patient. They reported that the cause of the back pain was the battery. The plan is remove the stimulator.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the health care provider. Device was explanted on (B)(6) 2025. Issue was resolved with the removal. Device was discarded.